Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that the ventilator's display was blank. Patient involvement information was not provided by the customer.

Manufacturer narrative:
(B)(4). A non-medtronic service provider evaluated the ventilator and determined the flow sensor needs to be replaced.

Event description:
The event occurred during setup.